Event description:
It was later reported, the rate had been changed on the patient¿s pump. Reportedly, there was failure to take into account the new rate and that the pump would empty faster in regards to when the next appointment was made. The patient was brought in sooner than what was scheduled for the next refill. There was no issue and the patient was not negatively affected in any way. The patient had no symptoms associated with the event.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4).

Event description:
It was reported that an alarm occurred with a refill issue. The healthcare provider (hcp) stated "way back at the past when we got mixed up with our refill dates is the only time it's ever alarmed." No patient symptoms were reported. The device system was used to deliver lioresal (baclofen).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the healthcare provider (hcp) miscalculated the refill date and the alarm did sound. The hcp did not believe the patient at first when they said they heard the beep, "they had some oral medications on hand at the time."